Event description:
The customer contact reported concurrent delivery. The primary tubing set was being used to deliver an unspecified solution via a symbiq pump. At an unspecified time, an unspecified secondary tubing set was connected to the primary tubing set to deliver an unspecified solution. The primary solution container was lowered below the secondary solution container. After an unspecified length of time in use, it was reported the primary and secondary solutions were delivering concurrently. The tubing sets were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.